Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump did not bolus correctly. The customer's blood glucose reading was 412 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose was high due to cortizone shots and that the customer was unsure how to bolus. Customer indicated that they will see their doctor tomorrow to discuss the correct amount of bolus to administer.